Manufacturer narrative:
H3: logs were not able to be returned. Software analysis was completed based on the information available and determined that the reported inaccuracy of 1mm was with in the margin of navigational accuracy, and there was no indication that a software anomaly contributed to the reported behavior. Codes b17, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d imaging spin was inaccurate by 1 millimeter. The surgeon performed another spin to improve accuracy, but the inaccuracy persisted. Despite this, the surgeon completed the surgery. While troubleshooting, the site reviewed the pocket guide for this procedure and it stated the accepted accuracy error is up to 2 millimeters, so the 1-millimeter discrepancy was within accepted parameters. The issue was resolved. There was less than one hour surgical delay. There was no impact on patient outcome.